Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
On 15-dec-2023, intuitive surgical, inc. (Isi) received mw5147845 stating: "divinci trochar cap and insufflation tubing was connected and then suddenly snapped and broke connection point between cap and insufflation tubing. New insufflation tubing and piece were delivered to field. Cap and piece were given to clinician (B)(6). Good catch to (B)(6), pa for noting the break immediately and acting with swift action to remove all instruments from all davinci arms to prevent pt injury before pneumoperitoneum was lost!!! Pat on the back to (B)(6) for jumping to immediate action and grabbing new insufflation tubing and new cap very quickly to get pneumoperitoneum resumed within seconds."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The used device was not returned for investigation. Additional investigation was performed. The reported high-flow universal seal breakage occurred at the luer site where the insufflation tubing is connected. This newer universal seal has a different geometry to accommodate high-flow insufflation gas delivery via a larger, stiffer gas pathway. The high-flow universal seal was compared to a legacy version standard low-flow universal seal. It was determined that the bending stress of the legacy universal seal design was more evenly distributed along the entire body and was more flexible, while the high-flow design is more rigid and concentrates bending loads more on the luer when under unexpected stress at the tubing-to-luer connection area. Clinical development engineering lab testing was conducted and the luer breakage was reproduced only under worst-case and misuse strain conditions from insufflation tubing placement. The most probable cause for the luer breakage in high-flow universal seals is attributed to insufflation tube routing use conditions. Review of relevant user manuals and addendums found multiple guidance and advisories for the effective and safe utilization of the product as noted below. General warnings and cautions: warning: rotate the cannula seal to avoid interference of the tube set attachment point with adjacent arms, cannula bowls, or the patient¿s body wall to prevent a loss of insufflation. The loss of insufflation could lead to a patient¿s tissue falling into instruments or the endoscope (resulting from a loss of vision from an obscured endoscope image), resulting in moderate tissue injury. Note: ensure adequate room or spacing between the arms to avoid external collisions during a surgical procedure. Rotate the cannula seal to avoid interference with adjacent arms, cannula bowls, or the patient¿s body wall. Insufflator user manual caution: caution: connect the tube set connectors to the trocars on the most lateral, outside arms. Direct the tubing connectors away from the other arms to minimize collisions. Then properly route and provide adequate strain relief on the tubing. Secure the tubing using atraumatic clamps, or other sterile techniques, and ensure that the tubing does not kink. Do not route tubing over the arms because this may limit the range of motion. Improper set-up of the tube set could result in collisions that could result in tissue injury.

Manufacturer narrative:
Additional information: the procedure associated with the reported event was a ventral hernia repair. Correction: annex b.